Event description:
On (B)(6) 2009, the pt reported a few drops of insulin spilled inside the cartridge compartment of her insulin infusion device during the 'change the cartridge' process. She said she attached the adapter and tubing to a newly filled cartridge, rewound the piston rod to 315 units and inserted the new cartridge. After the self-test, she noticed insulin inside the cartridge compartment. She stated the plunger was not attached to the piston rod. She dried the inside of the cartridge compartment with a cotton swab, but still noticed moisture inside the pump. She was advised to switch to her backup device and allow her primary device to dry overnight. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.